Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump had a recurring motor error alarm . The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields. Customer reported that the insulin pump had a motor position encoder error alarm. Customer reported high blood glucose of 430 mg/dl before the first motor error alarm and no troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
No motor error alarm or motor position encoder error alarm noted during testing. Unit passed rewind test, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. Device had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, cracked belt clip slot, stained address/serial number label and stained end cap sticker.